Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 21 mg/dl and 50 mg/dl. The customer's blood glucose was 70 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and juice. The customer also reported that the reservoir had air bubbles. The reservoir will not be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date reveived by MFR" provided in the intial report were incorrect. The correct dates has been provided in this report.